Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). All the components were removed and replaced with a new aus system. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.